Manufacturer narrative:
Concomitant medical products: 1488tc, lead, implanted: (B)(6) 2001. 429688, lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated during a device check. Multiple programmers and locations were attempted to no avail. It was further reported that the device was at elective replacement indicator (eri) and the patient had recently received several high voltage shocks, a generator change out was recommended but no intervention was done or scheduled. The crt-d remains in use. No patient complications have been reported as a result of this event.